Manufacturer narrative:
One tapered screw-vent implant (tsv6b13) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was not returned. No pre-existing conditions were noted on the per. The reported device was intended for tooth # 2 (unknown notation system). X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1219053) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219053) for similar events and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the internal implant threads were damaged during a clinical procedure and is requesting tool item # 0493 to be sent out. The implant # 2 is well seated and intact. As a result of this event, no injury to the patient was reported.